Event description:
A report was received that during a trial procedure, the patient stopped breathing and was intubated. The patient recovered and the procedure was completed. The physician assessed that the patient¿s symptom was procedure related. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2316-50e serial/lot # 548806 description: infinion 1x16 perc lead and splitter 2x8 kits.